Manufacturer narrative:
(B)(6). Return requested for suspect solera mas driver 5.5/6.0. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the site's solera mas driver 5.5/6.0 tip broke off. The surgeon was placing an iliac screw and the tip of the driver broke off in the screw. Surgeon removed the broken tip from the screw. A second driver was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking; medtronic navigated solera screwdrivers" (B)(6) 2015). The revised instructions for use (IFU) were also provided with the notification.